Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/27/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and it was observed that the screen was cracked. Upon starting the unit, the receiver was observed to be perpetually rebooting. The data log could not be retrieved due to continuous re-initialization and data log review could not be completed. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.